Event description:
Our trauma staff attended to a medical convention ¿congreso de ortopedia y trauma¿ to demonstrate axsos products to all the attending doctors. When they were at the workshop, they were showing how to use the aiming block dist.lat. Femur plate axsos left 5.0mm locking set (upn (B)(4)) with the distal lateral femur plate ts axsos for left femur 16 hole / l343mm (upn (B)(4)). During the procedure, the femur plate ended with broken screw.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event of the broken screw could be confirmed. Device investigation shows damages most likely caused by excessive torsional force during screw insertion. Based on the investigation the root cause of the broken screw appears to be device unrelated inadequate handling. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The reported event of the broken screw could be confirmed. Device investigation shows damages most likely caused by excessive torsional force during screw insertion. Based on the investigation the root cause of the broken screw appears to be device unrelated inadequate handling. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Our trauma staff attended to a medical convention "congreso de ortopedia y trauma" to demonstrate axsos products to all the attending doctors. When they were at the workshop, they were showing how to use the aiming block dist.lat. Femur plate axsos left 5.0mm locking set (upn 702719) with the distal lateral femur plate ts axsos for left femur 16 hole / l343mm (upn 437516). During the procedure, the femur plate ended with broken screw.